Manufacturer narrative:
A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, possible causes of the adhesion of foreign matter include insufficient pre-cleaning and rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope was stored. The event is detectable/preventable by handling the product in accordance with following the instructions for use (IFU) : operation manual (cleaning/disinfection/sterilization section) "chapter 5, section 5: cleaning the external surface" and "chapter 8, section 2: storage of endoscope and accessories." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the device evaluation, a foreign material in air/water (a/w-nozzle) and distal end was observed. There was no patient involvement.